Manufacturer narrative:
Visual analysis of the returned device showed that the insulation was fully intact. However, a few small nicks were present along the length of the insulation which appears to be consistent with the use of a metal needle guide. A continuity check was performed on the areas where the insulation was nicked which confirmed that the insulation was still providing a protective barrier from the energy being delivered. The condition of the returned unit was not consistent with the complaint incident that 2cm of insulation was missing from the cannula's distal end. The evaluation confirmed that the insulation was fully adhered to the cannula and no portion was missing. Reportedly, a metal needle guide was used with the electrode. The precautions section of the leveen electrode dfu notes that "if a needle guide is used, such as with the leveen superslim needle electrode, note that the needle guides have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that the needle guide edges do not scrape or otherwise damage the insulation." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the ablation procedure, the physician felt that the "air bubbles" on the ultrasound monitor appeared longer than expected. The electrode was withdrawn and 2cm of insulation was found be detached from the distal end of the cannula. The physician used forceps to remove the fragments from the patient, and then the procedure was successfully completed with another leveen needle electrode. Reportedly, the electrode was being used with a metal needle guide. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the ablation procedure, the physician felt that the "air bubbles" on the ultrasound monitor appeared longer than expected. The electrode was withdrawn and 2cm of insulation was found be detached from the distal end of the cannula. The physician used forceps to remove the fragments from the patient, and then the procedure was successfully completed with another leveen needle electrode. Reportedly, the electrode was being used with a metal needle guide. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)